Event description:
The customer reported that they observed a leakage of blood from the connection between the central line and the infusion set, on closer inspection they identified that the female luer of the smartsite had separated from the clear main body of the needlefree valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The product was not available for investigation of this specific complaint.. Unable to identify a root cause for the separated smartsite body due to no product return.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.